Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm occurred during fill 2 of 4. The patient contacted ts for assistance, and ts advised them to cancel the treatment and start over. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient was not sure where the leak was coming from exactly. No visible damage was identified on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pdrn of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.